Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced thyroid disorder ("thyroid so bad ang get worse"). At the time of the report, the surgery, weight increased and thyroid disorder outcome was unknown. The reporter considered surgery, thyroid disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-surgery, weight gain, thyroid. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced thyroid disorder ("thyroid so bad ang get worse"), allergy to metals ("allergic to nickel"), fatigue ("extreme fatigue/chronic fatigue") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (removed uterus and tubes). Essure was removed. At the time of the report, the medical device removal, weight increased, thyroid disorder, allergy to metals, fatigue and fibromyalgia outcome was unknown. The reporter considered allergy to metals, fatigue, fibromyalgia, medical device removal, thyroid disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-surgery, weight gain, thyroid, allergic to nickel, extreme fatigue/chronic fatigue, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events allergic to nickel, extreme fatigue/chronic fatigue, fibromyalgia was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced thyroid disorder ("thyroid so bad ang get worse"), allergy to metals ("allergic to nickel"), fatigue ("extreme fatigue/chronic fatigue") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (removed uterus and tubes). Essure was removed. At the time of the report, the medical device removal, weight increased, thyroid disorder, allergy to metals, fatigue and fibromyalgia outcome was unknown. The reporter considered allergy to metals, fatigue, fibromyalgia, medical device removal, thyroid disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-surgery, weight gain, thyroid, allergic to nickel, extreme fatigue/chronic fatigue, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.